Event description:
Related manufacturer reference number: 2017865-2023-94634. Related manufacturer reference number: 2017865-2023-94635. Related manufacturer reference number: 2017865-2023-94636. It was reported during a system implant procedure, the patient experienced a cardiac perforation resulting in pericardial effusion. The entire system was removed to resolve the issue. No further adverse patient consequences were reported.

Manufacturer narrative:
This correction report is being submitted to update d1 and d4 to align with the global unique device identification database (gudid).

Manufacturer narrative:
The reported event indicated surgery was suspended due to pericardial effusion. As received, only the dilator was returned for analysis the catheter used at the procedure was not returned. Visual examination found the dilator was normal no anomalies were noted.